Manufacturer narrative:
This device is currently being evaluated by the MFR. Customer was notified of this recall.

Event description:
The complainant reported that a vaxcel chest port was placed in 2004. In 2006, the port became clotted and was unable to be flushed. The port was explanted and a new port was placed without incident. There was no indication from the complainant of any adverse affects to the pt, as a result of the reported event.